Event description:
The customer reported that in 2008, they had obtained false negative vitros anti-hbc results on two samples from the same patient on the vitros eci. The customer considered the positive results from a competitive system to be truth. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The vitros results were not reported. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The investigation was unable to determine the root cause of the false negative vitros ahbc results as requested information has not been provided to date. However, the results indicate that the samples may truly be reactive for anti-hbc and that an unknown sample interferent may have caused the negative results as they were above the normal expected negative range for the vitros assay. The investigation is on-going.